Event description:
Per bio med contact, diabetic pt was started an infusion of insulin at 4ml/hr with a dilution of 100 units in 100 ml solution. Infusion was set at 4ml/hr for 1 hr, glucose checked and insulin was decreased to 2ml/hr for 1 hour. Glucose test was repeated and insulin was decreased to 0.5ml/hr for 1 hour. After 1 hour the pt was checked and the glucose was found to be about 50mcg/cc. Infusion device was sent to bio med for review and medical intervention was given as glucose injection, unknown quantity.